Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker was told that the device will be replaced. However, the patient stated was told that device would last for eight to nine years. Moreover, the patient was in chronic atrial fibrillation (af). Boston scientific technical services (ts) discussed the effect of chronic af on battery longevity. The patient was then referred to the physician. To date, the device remains in service. No adverse patient effects were reported.